Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, the device was removed uneventfully; however, the clip was found to be in the distal end of the exchange sheath. The method of achieving hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.